Event description:
It was reported by the affiliate the cdh29 was used during a hartman's procedure. It was reported the anvil was placed in proximal segment of bowel and purse string suture placed. Bowel was skeletonized, the trocar was then introduced transanally. The trocar was extended through the rectal stump and attached to the anvil. The stapler was then closed and fired (it was fired while set in the middle of the gap setting scale), audible feedback was heard and the instrument was removed easily. The doughnuts were checked and contained no defects. The abdomen was filled with saline and air was blown into the bowel. Bubbles were detected in the anterior of staple line. Sutures were then placed at point were bubbles originated. There was no consequence to the pt.